Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that seven syringe s2 10ml 21ga 1-1/2in experienced foreign matter contamination. The customer stated, "white colored particles found inside the barrel of the syringe when the product is removed from the package. Patient also noticed these particles when the incident happened."

Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 301001 lot 1808508 to investigate for this record. After analyzing the returned sample, a piece of white paper fiber was detected. As a result, bd was able to verify the reported issue. The white particle inside the syringe barrel has been identified as paper fibers piece, the most probably origin of this paper fibers piece is the white paper used during some cleaning activities in the assembly machine. In this case, due to a failure to perform any practice of gmp, finally this foreign matter ended in the assembly machine which produced the mentioned non-conformance.

Event description:
It was reported that seven syringe s2 10ml 21ga 1-1/2in experienced foreign matter contamination. The customer stated, "white colored particles found inside the barrel of the syringe when the product is removed from the package. Patient also noticed these particles when the incident happened."